Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that upon obtaining routine pre-operative baseline data before a pocket revision, interrogation found that impedances were >10,000 ohms on contacts 8-15. An x-ray was also done for gross physical check. The leads would be disconnected for the new pocket; therefore, it was decided to check once again upon connection at the new site during the procedure. The new set of impedances were run with no change in output. Since the patient was receiving adequate therapy, they felt it was appropriate to leave the leads as was. In addition, the patient had only consented for a pocket revision. Relevant medical history includes spinal pain and complex regional pain syndrome. If additional information is received, a follow-up report will be sent.